Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that during a cardiac resynchronization therapy defibrillator (crt-d) implant procedure, the leads were implanted and measurements were within normal limits. After lead implantation the patient developed hypotension, bradycardia, and ultimately pulseless electrical activity (pea). Emergency measures were attempted, however the patient passed away. There were no reported product allegations.